Event description:
In 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultramini meter was prompting an "ER 1" message. Per the onetouch ultramini owner's booklet, this message appears when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged error began to appear yesterday morning. The cca noted that the pt manages her diabetes with oral medication (metformin). Despite the alleged issue, the pt claimed she took her usual dose of metformin that evening. Earlier that afternoon, a few hours after the alleged error message began to appear; the pt claimed she felt hot and sweaty. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged error message remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.